Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a sensor anomaly with the customer's device. The customer states that the needles were not present in the sensors. The patients' blood glucose at the time was 239.4mg/dl. Sensors are being shipped, but nothing is being returned.